Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead had high varying impedance. The lead was suspect of a connection issue with the device setscrew. The lead was removed and a new lead was implanted. It was further reported that the implantable cardioverter defibrillator (ICD) had a setscrew issue where the setscrew was not fully extending causing high and varying impedance connection with the lead. The device was attempted with a new lead and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.